Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm on the home choice (hc) machine. The technical service representative (tsr) informed the home patient (hp) that this alarm occurred due to not clamping the unused supply line. The tsr had the hp cycle power and advised the hp to disconnect and restart the setup with all new supplies. The hp stated that he will end therapy for the night and call the registered nurse (rn) in the morning. There was patient no patient injury or medical intervention associated with this event.